Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and associated abutment/crown were returned for investigation. The complaint alleged that the abutment kept coming loose in the patient¿s mouth. Visual evaluation of the as returned products identified signs of wear around the screw hex but no apparent signs of malfunction. Additionally, the screw devices and crown were still engaged. Functional testing could not be performed since the devices and crown were still engaged. Therefore, device malfunction could not be verified/confirmed. No pre-existing conditions were noted. The devices had been placed on tooth #13 for an unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review for the lot (1223789) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223789) for similar events (complaint category keywords: loosening) and no other complaint was identified. Based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name. D2: type of the device. D4: catalog number. D4: lot/serial # . D4: device expiration date. D4: device UDI number. D9: device availability . G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that abutment kept coming loose in patients mouth, would not stay engage with implant (ill-fitting). Not part of the recall. Tooth #13.